Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had no delivery alarm during manual prime. Customer's blood glucose was 353 mg/dl. The customer reported the alarms was resolved by a complete set change. The customer is not able to troubleshoot at time of call because they are unable to determine the cause of the issue. The product is returning based on customer's request. The customer was advised that we would replaced 1 reservoir and 3 infusion sets.